Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set cannula bent event on (B)(6) 2025. The blood glucose level was 400 mg/dl. No further information available.